Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced multiple elevated blood glucose (bg) events; however, no specific bg levels or event dates were provided. Customer treated bg levels with either a correction bolus from the pump or with an insulin injection. Reportedly, contact believes that customer may respond better to long acting insulin. Contact stated that customer plans to follow up with their health care provider.